Event description:
It was reported that lead was explanted and replaced due to loss of capture and a hv lead impedance anomaly. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 24.5-27.0cm from the connector pin, consistent with lead friction to another device or feature of the heart. The silicone insulation was intact at this location. Fracture of the conductors was noted at 5.0cm from the connector pin, consistent with the field observation of loss of capture.